Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail was missing the ratchet rivet. The tech replaced the side rail ratchet rivet to resolve the issue.